Manufacturer narrative:
The logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Representative reported that a hard reboot resolved the issue and was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that the staff cart of the navigation system was receiving a no input detected signal and the surgeon monitor was black. The issue occurred when the site downloaded the exams and moved the system into room. There was no patient present at the time of the issue.